Event description:
In 2001, the patient was diagnosed with reflex sympathetic dystrophy (rsd) with crps, type 1, that was caused by a first degree burn to her right arm from a work injury related to hot oil. In 2002, the patient was implanted with a spinal cord stimulator system to treat rsd in the right arm with the leads placed in the cervical area. The patient demonstrated significant ataxia, or altered gait, shortly after implant and complained of right leg pain. The patient was moved to a rehabilitation facility. The patient's case worker at the rehabilitation facility reported the therapy worked beautifully for the pain; however, the patient experienced trouble walking, "almost like cerebral palsy." The patient presented initially with a "parkinsonian type gait," it was a wide-based gait with some degree of cog wheeling, or stuttering gait. The patient appeared to walk better with the stimulator off than on. The following month, the patient's physician examined the patient and found nothing wrong neurologically. The patient exhibited an unusual gait pattern, which resembled a patient with cerebral palsy, but only while walking. The device was functioning appropriately. The hcp had determined the problems were probably psychological. The patient was referred to a psychologist for further evaluation. The patient experienced intermittent shocking sensation in the right lower extremity and thigh. The hcp reprogrammed the device in 2003 with no difference in the ataxia or the stimulation to the arm. Initially the patient's ataxia gait improved with the stimulator off, the patient's motor strength remained the same, but after awhile, it did not make a difference whether the product was on or off. The patient underwent a series of cognizant behavioral pain management sessions. In february 2003, a CT myelogram was ordered because the hcp suspected lead migration. The CT scan revealed the lead had migrated laterally; some mild compression of the dorsal rootlet was noted, but no evidence of cord compression or compromise was seen. The patient had sustained no discrete injury to the spinal cord or cerebellum. The hcp recommended the electrode be removed because it wasn't providing adequate pain relief due to the patient's anatomy; however, the patient wanted the stimulator to remain in because of the pain relief it provided in the right arm. Later, the system was explanted with no complications noted during the removal surgery. The patient began experiencing left sided neurological problems, possibly due to left sided scar tissue from the removal of the spinal cord stimulator system. The physician did not know the final device disposition after explant. In 2007, the hcp reported the patient current diagnosis was crps of the right upper and lower extremity; she has a flexion contracture of the right lower extremity, as well as the upper right extremity. The patient has limited ability to tolerate standing and even less ability to tolerate walking more than a few steps at a time with assistance; the patient has significant ataxia. The patient is able to perform her own hygiene needs and is able to do aspects of meal preparation and house-cleaning. A physical exam demonstrated an abduction of the right shoulder approx. 160 degrees with motor tremor. There is allodynia of the right arm and right leg. The patient has spastic weakness of the right leg and edema in the right knee; the edema fluctuates from side effects of opiate medication. The hcp stated the patient's gait is worse now than initially; she has more hypersensitivity in the leg and a more ataxic, uncoordinated pattern to it. Her current treatment plan is a recommended home exercise program that includes daily walking using some type of assistance device, or she walks along the wall for support. The patient is able to tolerate riding an exercycle 20 minutes a day. Her ataxic gait condition makes her wheelchair dependent and vascular-type headaches accompany the crps. Refer to medwatch report # 6000032200400888.